Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No interventions or patient symptoms reported.

Event description:
New information received notes that the post paced t-wave over-sensing (pptwos) had re-occurred on the implantable cardioverter defibrillator (ICD). Programming changes were made. Patient condition was stable.